Event description:
Caller reported experiencing a cartridge alarm with their insulin pump, but there was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and decided to replace the pump. The customer was advised on backup insulin therapy, informed about the incompatibility between their current sensors and the new pump, and instructed to contact their healthcare provider for a compatible sensor prescription. Technical support provided guidance on how to store and return the problematic pump and arranged for a replacement to be shipped without requiring a delivery signature. The caller acknowledged all instructions and the need to return the faulty pump within ten days to avoid charges.